Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested and received: what were the indications for surgery? Unknown but likely renal cancer. What structure was device used on other than renal vein or artery? The stapler was fired three times. Two renal artery¿s and one renal vein. Were there any difficulties in regard to device performance during initial procedure? No. Were any issues noted in regard to staple formation throughout the care of the patient? It was reported that when the patient returned to the or the main branch artery (first firing) was bleeding. It appeared that there was only one row of staples hanging on the edges of the artery. These were in proper b formation. This artery was clipped to stop the bleeding. The surgeon mentioned that the patient was elderly and perhaps the vascular tissue was very friable. Again, they did not notice if there was only one row of staples deployed at the time of firing nor did they observe the other vessels staple lines. Does the surgeon routinely wait 15 seconds prior to firing? Yes. Were the renal artery and vein taken together or separately? The renal arteries and vein were skeletonized and taken separately. Were any clips used in the area? Unknown. What is the current patient status? Patient has recovered and returned home.

Event description:
It was reported that the doctor used one firing of the ats45 stapler to transect a vessel (renal vein or artery) during a lap nephrectomy. There were no reported complications until approximately two hours post-op. In recovery the patient conditions changed and returned to the or for an emergency laparotomy. It was discovered that the patient was bleeding from the staple line. The vessel was tied off to stop the bleeding and the patient is back in recovery. The rep was not present during this event and will meet with the surgeon to learn more about this event. Since there didn¿t seem to be any problems with the staple line intra-op, the device was discarded and can¿t be returned for investigation.